Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01075. It was reported the patient was experiencing rib stimulation. X-rays were taken, and lead migration was confirmed. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates one lead was replaced and one lead was repositioned on (B)(6) 2020 which resolved the issue.